Event description:
Reportedly, during testing, there was a black screen. As reported by the distributor, upon replacing the external backlight inverter board, the issue was resolved. There was no pt involvement reported.